Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that within a month of implant, the patient complained of chest pain along with some muscle stimulation, and the right ventricular (rv) lead exhibited intermittent capture and inconsistent sensing of r-waves. A perforation was suspected, and was later confirmed via echocardiogram. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.